Manufacturer narrative:
Further information requested but not yet received.

Event description:
Related manufacturer reference number: 1627487-2021-16096. Related manufacturer reference number: 1627487-2021-16098. It was reported that following a permanent drg implant, the patient experienced symptoms of a cerebrospinal fluid leak. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. A blood patch was performed on (B)(6) 2021. The patient is recovering well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.